Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removal of essure") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no gynaecological problems prior to placement of the essure. Previously administered products included for oral contraception: oral contraceptive nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and menopause ("menopausal 3 months after essure insertion"). Essure was removed. At the time of the report, the medical device removal and menopause outcome was unknown. The reporter considered medical device removal and menopause to be related to essure. The reporter commented an article on a blog. Diagnostic results: unspecified date: unspecified laboratory test: evidence of change in her since the removal of the inserts. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 12-jul-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 672 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.